Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) year old female had impella cp pump inserted in the left femoral. The patient was going to the operating room (or) for a bilateral perfusion for the ECMO limbs and for a tap as they knew there was a need for pericardial drainage. Upon draining, the anesthesia team noted fragrantly red blood draining in large and constant flow. After 15 minutes and over 200cc of drainage they decided to open the chest. At this time, they saw the white portion of the pigtail thru the apex of the heart. Patient had surgical repair, a surgical left atrium (la) vent was placed by a cardiothoracic vascular (cv) surgeon and patient is still alive on ECMO.